Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had replaced the battery on the insulin pump and received a failed battery test alarm. Customer stated that he cleared the alarm properly and changed the battery. Customer stated that the pump worked okay until (B)(6). Customer received a battery out limit alarm today and after he cleared the alarm, the pump self tested and booted back up. Customer stated that the screen then went blank. Customer stated that the backlight stopped working and a failed battery test came up. Customer stated that the screen kept going on and off until the display disappeared. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer was advised to monitor the pump. Customer stated that the pump began actively alarming failed battery test during normal use and at the time of the call. Customer was able to clear the alarm properly. After the customer cleaned the battery cap and compartment, everything came back up on the pump.